Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the calcified, right common femoral artery (cfa) was attempted with one perclose prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous transluminal stenting procedure. A suture break occurred on deployment with the perclose prostyle that was used on the right cfa. The sheath was upsized to an 8f and the stenting procedure was completed. Hemostasis was achieved on the right cfa with manual compression for more than five minutes. There was no reported adverse patient sequela. No additional information was provided.